Manufacturer narrative:
There is no additional information for this event as yet. The event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event the device yielded a black image with the 180 series scope. In addition when releasing the image to the computer, there was an e402 error. There is no reported patient involvement.

Manufacturer narrative:
The actual device has not been returned and so cannot be evaluated. Evaluation has been done by historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device is that the device yielded a black image with the 180 series scope. In addition when releasing the image to the computer, there was an e402 error. Root cause for the issue cannot be determined as device is not returned. Possible causes may be: there was an abnormality in the scope connection, and conduction could not be performed normally. The image processing substrate was temporarily mis-activated. Df communication abnormalities occur.